Event description:
It was reported that the patient presented in the clinic. It was noted that the pacemaker was in backup vvi mode. The patient was experiencing discomfort. The physician explanted and replaced the pacemaker. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.